Event description:
Midlands air ambulance charity reported to mhra - medicines & healthcare products regulatory agency, united kingdom: patient was anaesthetised, ventilated and transported to hospital by air. The flight was approximately 20 minutes. Prior to take off the cylinder was changed to a full one, therefore, the quantity of oxygen available in the cylinder should have sufficient. On arrival at hospital and when transferring the patient from the aircraft to the resusroom (approx 30 metres) the ventilator alarmed and the cylinder was identified as empty.

Event description:
(B)(6) reported to mhra - medicines & healthcare products regulatory agency, united kingdom: patient was anaesthetised, ventilated and transported to hospital by air. The flight was approximately 20 minutes. Prior to take off the cylinder was changed to a full one, therefore the quantity of oxygen available in the cylinder should have sufficient. On arrival at hospital and when transferring the patient from the aircraft to the resusroom (approx 30 metres) the ventilator alarmed and the cylinder was identified as empty.